Event description:
It was reported that the patient experienced reservoir puncture with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in the reservoir shell that was the result of a sharp instrument. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404292 938824003 lgx 15cm snap fit rt the complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404310 944476004 pump ms the complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404292 and 72404310, batch/lot number: 938824003 and 944476004, model/catalog description: lgx 15cm snap fit rt and pump ms.

Event description:
It was reported that the patient experienced reservoir puncture with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.